Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a bend was identified 7.5 cm from the distal tip which is distal to the transition point. The device inspection revealed that the catheter was unable to meet specification for curve and planarity. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will be monitored through post-market surveillance.

Event description:
It was reported the physician was unable to steer the electrophysiology catheter. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.